Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited oversensing of noise leading to pacing inhibition with greater than two seconds of asystole for this pacemaker dependent patient. Due to this issue the patient became syncopal and fell. The patient endured a subdural hematoma related to the fall. Subsequently a revision procedure was performed where the pacemaker was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.